Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Previously administered products included for pregnancy prevention: birth control pill from 2004 to 2009. Concurrent conditions included gestational diabetes and body mass index normal. Concomitant products included drospirenone + ethinylestradiol (yaz) since 2009 for birth control. In 2009, the patient experienced pelvic pain ("pain/pelvic pain"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)/abnormal menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infections"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("vaginal dryness"), cystocele ("cystocele") and pelvic prolapse ("pelvic prolapse"). On (B)(6) 2012, the patient experienced premature menopause ("early menopause"). In may 2013, the patient experienced urinary incontinence ("urinary incontinence/female urinary incontinence/stress urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), rash ("skin rashes") with eczema, pruritus and skin exfoliation, depression ("depression"), procedural pain ("painful six-week post- operative recovery"), bladder pain ("bladder pain"), dysuria ("burning during urination"), urethral injury ("trauma to her bladder and urethra"), bladder injury ("trauma to her bladder and urethra"), blister ("blisters on body"), urticaria ("hive on body"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("emotional anguish/anxiety"), abdominal pain lower ("cramping") and dysgeusia ("metallic taste in mouth"). The patient was treated with metronidazole (metrogyl), ondansetron (zofran), ranitidine hydrochloride (zantac), ciprofloxacin (cipro), phenazopyridine hydrochloride (pyridium), fluconazole (diflucan) and surgery (total hysterectomy of the uterus and cervix to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage and dysmenorrhoea had resolved, the rash, alopecia, menorrhagia, migraine, urinary incontinence, depression and procedural pain was resolving and the bladder pain, dysuria, urethral injury, bladder injury, hormone level abnormal, premature menopause, vaginal haemorrhage, blister, urticaria, vaginal infection, urinary tract infection, anxiety, headache, dyspareunia, vulvovaginal dryness, pelvic pain, fatigue, weight increased, cystocele, pelvic prolapse, abdominal pain lower, dysgeusia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder injury, bladder pain, blister, cystocele, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pelvic prolapse, premature menopause, procedural pain, rash, urethral injury, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms current weight 135.00 lbs insertion procedure: the essure tubal cannula was introduced into the right fallopian tube ostia and subsequently placed in typical fashion with approximately 6 coils and 4 coils in left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian pregnancy test urine - on (B)(6) 2009: negative most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient's demographic information and relevant history added. Treatment medications added. Events hormonal changes, early menopause, abnormal bleeding (vaginal), blisters on body, hive on body, vaginal infection, urinary tract infections, emotional anguish/anxiety, headaches, dyspareunia (painful sexual intercourse), vaginal dryness, pain/pelvic pain, fatigue, weight gain, cystocele, pelvic prolapse, cramping, metallic taste in mouth and abdominal pain added on (B)(6) 2018: new reporter added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Previously administered products included for pregnancy prevention: birth control pill from 2004 to 2009. Concurrent conditions included gestational diabetes and body mass index normal. Concomitant products included drospirenone + ethinylestradiol (yaz) since 2009 for birth control. In 2009, the patient experienced pelvic pain ("pain/pelvic pain"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)/abnormal menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infections"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("vaginal dryness"), cystocele ("cystocele") and pelvic prolapse ("pelvic prolapse"). On (B)(6) 2012, the patient experienced premature menopause ("early menopause"). In may 2013, the patient experienced urinary incontinence ("urinary incontinence/female urinary incontinence/stress urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), rash ("skin rashes") with eczema, pruritus and skin exfoliation, depression ("depression"), procedural pain ("painful six-week post- operative recoverey"), bladder pain ("bladder pain"), dysuria ("burning during urination"), urethral injury ("trauma to her bladder and urethra"), bladder injury ("trauma to her bladder and urethra"), blister ("blisters on body"), urticaria ("hive on body"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("emotional anguish/anxiety"), abdominal pain lower ("cramping") and dysgeusia ("metallic taste in mouth"). The patient was treated with metronidazole (metrogyl), ondansetron (zofran), ranitidine hydrochloride (zantac), ciprofloxacin (cipro), phenazopyridine hydrochloride (pyridium), fluconazole (diflucan) and surgery (total hysterectomy of the uterus and cervix to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage and dysmenorrhoea had resolved, the rash, alopecia, menorrhagia, migraine, urinary incontinence, depression, procedural pain, bladder pain, dysuria, urethral injury, bladder injury, hormone level abnormal, urinary tract infection, dyspareunia, vulvovaginal dryness, pelvic pain, fatigue, weight increased, cystocele and pelvic prolapse was resolving and the premature menopause, vaginal haemorrhage, blister, urticaria, vaginal infection, anxiety, headache, abdominal pain lower, dysgeusia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder injury, bladder pain, blister, cystocele, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pelvic prolapse, premature menopause, procedural pain, rash, urethral injury, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms current weight 135.00 lbs insertion procedure: the essure tubal cannula was introduced into the right fallopian tube ostia and subsequently placed in typical fashion with approximately 6 coils and 4 coils in left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on 18-nov-2010: confirming full occlusion of fallopian pregnancy test urine - on 20-oct-2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of ptc (product technical compliant ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Previously administered products included for pregnancy prevention: birth control pill from 2004 to 2009. Concurrent conditions included gestational diabetes and body mass index normal. Concomitant products included drospirenone + ethinylestradiol (yaz) since 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain/pelvic pain"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). On the same day, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)/abnormal menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infections"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("vaginal dryness"), cystocele ("cystocele") and pelvic prolapse ("pelvic prolapse"). On (B)(6) 2012, the patient experienced premature menopause ("early menopause"). In (B)(6) 2013, the patient experienced urinary incontinence ("urinary incontinence/female urinary incontinence/stress urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), rash ("skin rashes") with eczema, pruritus and skin exfoliation, depression ("depression"), procedural pain ("painful six-week post- operative recoverey"), bladder pain ("bladder pain"), dysuria ("burning during urination"), urethral injury ("trauma to her bladder and urethra"), bladder injury ("trauma to her bladder and urethra"), blister ("blisters on body"), urticaria ("hive on body"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("emotional anguish/anxiety"), abdominal pain lower ("cramping") and dysgeusia ("metallic taste in mouth"). The patient was treated with metronidazole (metrogyl), ondansetron (zofran), ranitidine hydrochloride (zantac), ciprofloxacin (cipro), phenazopyridine hydrochloride (pyridium), fluconazole (diflucan) and surgery (total hysterectomy of the uterus and cervix to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage and dysmenorrhoea had resolved, the rash, alopecia, menorrhagia, migraine, urinary incontinence, depression, procedural pain, bladder pain, dysuria, urethral injury, bladder injury, hormone level abnormal, urinary tract infection, dyspareunia, vulvovaginal dryness, pelvic pain, fatigue, weight increased, cystocele and pelvic prolapse was resolving and the premature menopause, vaginal haemorrhage, blister, urticaria, vaginal infection, anxiety, headache, abdominal pain lower, dysgeusia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder injury, bladder pain, blister, cystocele, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pelvic prolapse, premature menopause, procedural pain, rash, urethral injury, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms current weight 135.00 lbs. Insertion procedure: the essure tubal cannula was introduced into the right fallopian tube ostia and subsequently placed in typical fashion with approximately 6 coils and 4 coils in left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian. Pregnancy test urine - on (B)(6) 2009: negative. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet was received and the following information was provided: fatigue, weight gain, reproductive system disorder or condition, hormonal changes and bladder or urinary problems did not resolve following removal, but it¿s not as bad; abnormal bleeding and dysmenorrhea resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), rash ("skin rashes"), alopecia ("hair loss"), menorrhagia ("prolonged menses"), migraine ("migraines"), urinary incontinence ("urinary incontinence"), depression ("depression"), procedural pain ("painful six-week post- operative recovery"), bladder pain ("bladder pain"), dysuria ("burning during urination"), urethral injury ("trauma to her bladder and urethra") and bladder injury ("trauma to her bladder and urethra"). The patient was treated with surgery (total hysterectomy of the uterus and cervix to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, dysmenorrhoea, rash, alopecia, menorrhagia, migraine, urinary incontinence, depression and procedural pain was resolving and the bladder pain, dysuria, urethral injury and bladder injury outcome was unknown. The reporter considered alopecia, bladder injury, bladder pain, depression, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, migraine, procedural pain, rash, urethral injury and urinary incontinence to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.